Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, the right atrial lead exhibited low impedance. There were no adverse consequences to the patient. The lead was explanted and replaced during routine device change out procedure on (B)(6) 2016. The patient was discharged without any complications.